Manufacturer narrative:
The synchroseal instrument has been returned and evaluated by the failure analysis (fa) team. Fa was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. There were no failures reported in the logs during testing. No product issue was identified related to the instrument not being recognized. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The instrument was found to have a missing spring pad on the lower grip tip. The spring pad was not returned with the instrument and missing. The missing pad measures approximately 0.5120" x 0.0630". The root cause was not established. The instrument was found to have the jaw cover torn. The tears measured roughly 0.0815" x 0.0615". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The jaws did not open and close properly as the cover was extended to the base of the jaws. The root cause is attributed to use conditions. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open and close properly. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter. The root cause is attributed to manufacturing. Visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument jaws failed to open and close properly. The root cause is attributed to the component failure.

Event description:
It was reported out of box that the synchroseal instrument was not recognized. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The synchroseal instrument was transferred to the failure analysis engineering (fae) team. Fae confirmed initial findings. The missing spring pad issue was discussed with manufacturing engineering. Due to the instrument having been used for about 4 hours, it is unlikely that the instrument was missing the spring pad from the start. The most probably root cause for a missing spring pad can therefore be attributed to user condition. This issue will be monitored for future occurrences. The probable root cause of the missing spring pad and the jaw cover torn are attributed to user conditions. The probable root cause of the dislodged ring is attributed to the manufacturing process. Lastly, the probable root cause of the loose grip cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension.